Event description:
It was reported that this right ventricular (rv) lead was explanted with the rest of the system due to unknown reason after less than two months of implanted. The system was not replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted with the rest of the system due to unknown reason after less than two months of implanted. The system was not replaced but returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing and detailed analysis did not reveal any abnormalities.